Manufacturer narrative:
Pump received with button error alarm and intermittent act button response due to corroded keypad traces. No frozen display occurred during testing. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer stated that the device was in her bra prior to the error alarm occurring. Blood glucose level at the time of the incident was 121 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.